Event description:
It was reported that customer experienced multiple issues, including frequent cartridge errors during cartridge changes. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and case was created and closed by technical support with no additional actions taken.